Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a ventricular tachycardia (vt) ablation procedure, the device was in backup mode. The device image indicated the device had been charged extensively over the course of its lifetime. Several shocks were delivered for vt but were unsuccessful at terminating the vt due to extended charge time. External defibrillation was delivered to terminate the arrhythmia. The device remains implanted as the patient is waiting on a heart transplant. Further information has been requested but not yet received.